Event description:
The service report shows that the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory, but could not duplicate the reported condition. No parts were replaced in association with that error code. The unit passed extended self testing.